Event description:
The arterial catheter that was in the pt's right groin had broken off the hub of the catheter. Plastic catheter was in pt's groin artery. The nurse applied pressure to site to stop bleeding and prevent catheter from migrating. Intensivist called immediately and was on site within 20 minutes. Interventional radiologist called into remove catheter. Catheter successfully removed intact by physician, site closed with dermabond closure. Pt tolerated procedure well. The pt is on fentanyl and versed post extubation over weekend and warning post. Pulses to foot easily palpitated, color of leg mottled for half hour after, but did improve. Capillary refill brisk. The procedure was for monitoring blood pressure. The medwatch form sent in states that the pt suffered no harm.

Manufacturer narrative:
Exp: unk as lot is unk. (B)(4) - pt suffered no harm according to the reporter. Separation is not labeled. One damaged device was returned. The catheter shaft had separated from the hub with a portion of the catheter shaft remaining in the hub. Quality control confirms the correct type and size of material has been used (level I), and correct proximal fittings are clean, free of damage, and securely attached. The tubing is required to have a tensile strength of at least 2.2 pounds and withstand three injections at 630 psi. Based on the condition of the returned device, it is possible that the device met resistance beyond its design, however, an exact root cause cannot be determined. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified. Quality engineering risk assessment (qera) was reviewed. Based on qera the risk is considered acceptable and further risk reduction activities are not required.